Event description:
Ref# (B)(4).

Manufacturer narrative:
Document review: versafitcup cc highcross pe liner - ref. (B)(4) / lot 131283 (100 liners produced) : all parameters have been found to be in accordance with the specifications valid at the time of mfg. The washing cycle and the sterilization cycle have been performed according to specifications valid at the time of production. Thirty five liners belonging to this lot have been already implanted and no similar incidents have been reported up to now. Versafitcup cc trio cementless shell 50 (B)(4) -/ lot 124389 (60 cups produced) : all parameters have been found to be in accordance with the specifications valid at the time of mfg. The washing cycle and the sterilization cycle have been performed according to specifications valid at the time of production. Thirty two shells belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, there are no evidences that the event is device related, but more related to something wrong done during impaction. The liner will be shipped back and dimensionally checked; in case of additional info, a f/u will be submitted.